Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the most likely cause of high blood glucose was that the occlusion alarms caused stalling in the insulin delivery to prompt for user interaction. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was in the 200's (mg/dl). Reportedly, the infusion set was changed to address the event and insulin delivery was resumed.